Event description:
It was reported that the device was used during a laparoscopic procedure. It was reported that the device did not spring back. The trocar pierced the patient's bowel, but the surgeon managed to close up the bowel and patient is fine after the procedure. Another device was used to complete the case.